Event description:
It was reported that this right ventricular (rv) lead exhibited high, intermittent out-of-range shock lead impedance measurements ranging from 100-128 ohms. There are no observations of noise. Technical services discussed troubleshooting options and to consider raising the upper rate limit from 125 to 150 ohms. At this time, the lead remains in service. No adverse patient effects were reported.